Event description:
On (B)(6) 2012, covidien was informed of a customer who had an issue with a reli on insulin syringe. The attorney alleges that on (B)(6), 2011 while using a reli on insulin syringe, the needle broke off and became lodged in the user arm. As a result, the user had to have the needle surgically removed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.